Event description:
Further follow-up revealed that the pt has recovered and is no longer experiencing hoarseness. Neurologist indicated that the pt was not seen by an ent and that the pt does not have vocal cord paralysis. The pt's device has been programmed to on. Neurologist does not believe that the hoarseness was related to vns therapy.

Event description:
Reporter indicated that after the implant surgery the patient was doing well. Then two days later, the patient had severe hoarseness. It was further reported that the patient had fell that same day due to a seizure. The vns device had not been activated yet. It was also reported that the patient was scheduled to see an ent to be checked for vocal cord paralysis, but the patient did not show up for the appointment. Therefore, it is unknown if the patient has vocal cord paralysis. The cause of the event was either due to the vns implant procedure or trauma to the implant site.